Event description:
It was reported that the patient attempted to send a remote transmission but was unsuccessful. The pacemaker could not communicate with the patient's home monitor due to loss of radio frequency telemetry. Programming changes were performed and telemetry was restored. Patient's condition was stable.